Manufacturer narrative:
This report is submitted on november 28, 2022

Event description:
Per the clinic, the patient experienced an mrsa infection (site of the infection unknown). Treatment for the infection unknown. Further information is being sought from the clinic. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Per the clinic, the patient experienced an mrsa infection around the receiver/stimulator (date not reported) and subsequently was treated with IV antibiotics (specific date and duration not reported). This report is submitted january 10, 2023.